Event description:
Capsular contracture 2008 bilateral mx immediate recon. Expanders, the permanent silicone implants placed (B)(6) 2019, (B)(6) 2010 left implant contracture and cellulitis. Left implant replaced with new. In 2016 left implant beginning of contracture and multiple medical problems including debilitating joint pain, memory loss, bruising, etc. Tested for lyme-negative, tested for ana- negative. Bilateral explant-symptoms disappeared.